Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier drug eluting stent (des), stent dislodgement occurred during removal following failed delivery. The lesion was moderately calcified, mildly tortuous located in the ostium saphenous vein graft (svg). During pre-dilation of the lesion, the balloon repeatedly slipped out or back into the main artery. After several pre-dilations, the stent was placed and, upon inflation to approximately 2 atms, both the stent and balloon popped out of the vessel. When negative pressure was applied and an attempt was made to remove the stent, the stent became dislodged at the sheath during removal of the delivery system. It was believed that the stent migrated distally down the leg and remained in the patient. The device did not pass through a previously-deployed stent. No intervention was performed, as it was felt that the stent had traveled distal from the femoral access site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the sheath was a non-medtronic sheath. It was not confirmed that the dislodged stent was in the patient's leg. No attempts were made to remove or secure the dislodged stent within the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: resistance was noted during attempted withdrawal of the device, but excessive force was not used. Correction: annex e code. The balloon was deflated/negative pressure was applied and an attempt was made to remove the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent became dislodged at the non-medtronic introducer sheath during removal of the delivery system. Annex d code. Correction: the device was inspected prior to use with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.